Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "home" button on the pump touch screen was unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, the pump was updated and the issue was resolved. Customer continued to use the pump for insulin therapy.